Manufacturer narrative:
(B)(4). The event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found deviations associated with cosmetic issues. Two pieces deviated for hair in tyvek and fifteen pieces deviated with pits on face, reported as a non-critical issue. Review of complaint history identified thirty-one other complaints for part number and no complaints for lot number. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2017-09649/ 09651/ 09652/ 09653/ 09654/ 09655/ 09656/ 09657. This report is being submitted late as it has been identified in remediation

Event description:
It was reported that during a six (6) month follow-up visit for rotator cuff arthroplasty performed on (B)(6) 2014, the patient reported to experience pain at a level 8 out of 10. The patient required unspecified narcotic pain medication at 1 pill a day on average. The patient indicated that they were unable to wash their back, unable to manage toileting, unable to reach a high shelf, unable to lift 10 pounds above their shoulder, unable to throw a ball, and unable to sport walk. No additional information was available and the patient outcome is unknown. Attempts have been made and no further information has been provided.